Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician attempted to throw the first mesh leg through the patient's sacrospinous ligament, the needle detached from the mesh leg and was captured inside the capio device. The physician removed the device from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The patient's exact age is not available, but is reportedly over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.